Event description:
It was reported that the patient was experiencing stimulation in non-target area and inadequate stimulation despite program optimization due to lead placement. The patient underwent a procedure wherein the spinal cord stimulator (scs) paddle lead was repositioned and that the patient was doing well postoperatively.